Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed battery out limit and cannot clear the alarm. A failed battery test was also received before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the battery cap contacts are damaged and a crack in the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.